Manufacturer narrative:
(B)(4). Report source: (B)(6). Medical product: gts standard fmrl stem size +5 catalog #: ps129gp5 lot #: raj6352197. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that while a patient was undergoing hip surgery, the surgeon tries to change the biolox head to another size, however, the biolox head and gts stem attach together. Subsequently, the surgeon removes and replaces both products.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The stem and the head show damage and metal transfer marks, respectively, consistent with the action required to disassemble them. The only consequence of the reported event was an intraoperative delay of no more than 15 minutes. It was not possible to determine the root cause for not being able to disassemble the head from the stem with the available information. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that while a patient was undergoing hip surgery, the surgeon tries to change the biolox head to another size, however, the biolox head and gts stem attach together. Subsequently, the surgeon removes and replaces both products.